Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with flashing medtronic logo. Unable to verify software version due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, internal battery, keypad flex tail, battery tube and vibrator. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: end cap address label fading, missing display window cover, peeling keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at the keypad overlay, case behind the pump at the battery compartment and battery tube threads. Flashing medtronic logo was observed during analysis due to moisture damage on the electronic assembly. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in case. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that location of damage was battery compartment, foil was peeling off. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the pump was returned for analysis.